Manufacturer narrative:
The events occurred (B)(6) 2019. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. The leaks were discovered before patient use. There was no patient involvement. No additional information is available.